Event description:
As reported by the field clinical specialist (fcs), during a transseptal tmvr procedure with a 29mm sapien 3 ultra resilia valve in a pre-existing surgical valve, there was difficulty experienced as the valve crossed through the septum at the halfway point with high force due to the pusher not advancing through the septum. The 29mm commander delivery system was flexed, rotated, and manipulated to move valve fully across septum, the device appeared to be across, but pusher would not follow. Several more moves were made with the system to try to advance, decision was made to try and get just the valve and balloon across surgical mitral valve, it was noted that the valve was now stationary on the balloon and the balloon moved freely. There was a visual fluoroscopic deformity of the balloon. The team removed the devices, and the balloon was found to have been separated at the 3 markers. A new 29mm sapien 3 ultra resilia valve and delivery system was prepped. However, the wire position was lost due to the reduced available workspace in the body, so the devices were removed. A new 29mm sapien 3 ultra resilia valve and delivery system was prepped. The valve and system were advanced only partially out of the sheath, valve alignment was performed, and there was tension built up during valve alignment was noted. The team advanced valve out of sheath to continue alignment mounting of the valve on the balloon. The team felt issues with the valve aligning as the valve would not move into the balloon as designed. Team decided to proceed with the valve and system through septum with the thought of fully mounting once across septum. The valve and system crossed septum and into the surgical valve, team tried to achieve full valve alignment. However, the valve would not fully align mount onto the balloon, team felt there were issues with this delivery system and removed valve and system from the body along with the 24fr gore dry seal sheath. Another 29mm sapien 3 ultra resilia valve and delivery system was opened and successfully implanted. Post removal, the patient required an asd closure device. Per pre-deco findings, there was a pinhole observed on the balloon.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was returned for evaluation. The returned device was evaluated, and the following was observed: the inflation balloon partially exited the distal tip and appeared bunched. Engineering fully advanced the delivery system out of the sheath, and balloon bunching was observed distal to the balloon, and compressions were observed on the flex shaft proximal to the flex tip, suggesting high push force may have occurred. X-ray imagery of the flex shaft compressions showed the flex tip canted over flex shaft bond location, with interior damage on secondary shaft compression location. The returned device was functionally tested, and the following was observed: engineering attempted to inflate the balloon, but a pinhole leakage was observed on inflation balloon. After removal of the thv, gross alignment and fine adjust successfully performed without resistance, but with tension in flex shaft observed during fine adjust. The device was successfully reset by pulling the balloon shaft to the packaging position. Then, gross alignment was completed without difficulty by pulling the balloon shaft from the default to the warning markers. Fine adjustment was able to be performed at 100% without difficulties. Locknut/collet force measurement was taken and met specification. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event for alignment difficulty and balloon leak is confirmed based on evaluation of the returned device. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. The IFU states that valve alignment on the delivery system should be performed in the inferior vena cava, after exiting the gore dryseal sheath. In this case, the valve alignment was attempted multiple times, including both wholly and partially within the sheath, as well as after septal wall crossing in the right atrium. The additional constrained orientation during valve alignment performed inside the patient while also within the gore dryseal sheath may have created additional resistance and contributed to difficulty performing valve alignment. In addition, performing valve alignment in a non-straight orientation (such as in the right atrium) can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and 'dive' into the flex tip. When the thv becomes unseated from the flex tip during alignment, it can result in higher-than-normal alignment forces, creating high tension in the system. This increased tension can consequentially lead to the reported valve alignment difficulties. As such, available information suggests that procedural factors (valve alignment performed inside of sheath while in patient, valve alignment in non-straight section) may have contributed to the reported event. High forces on the system during valve alignment may result in interaction between the crimped valve and delivery system balloon damaging it prior to thv deployment. This includes the reported instances of valve alignment performed inside the sheath and alignment in the constrained, non-straight section of anatomy of the right atrium. As such, available information suggests that procedural factors (valve alignment performed inside of sheath while in patient, valve alignment in non-straight section) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.